Event description:
It was reported the patient lost stimulation in the right, lower back area due to the 3245 lead migrating. As a result, the doctor decided to implant an additional lead and an extension to provide better coverage for the right side of the patient's back. The procedure was performed on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.